Event description:
It has been reported to philips that the wireless foot switch was not functioning. The device was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not functioning. The wireless switch wi-fi and battery led indicator were in red. During troubleshooting, the fse confirmed that the cause of this issue was poor battery contact inside wireless footswitch. The battery was recharged to resolve the issue temporarily. The fse replaced the wireless footswitch battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.